Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined that quality controls (qcs) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service method tests and determined the sample 2 mix results recovered unacceptably. The cse replaced and aligned the sample 2 mixer. The cse ran a diagnostics and systems check tests, which recovered acceptably. Then the cse calibrated the co2 assay and ran qcs, which were in range. The cause of the discordant, falsely low co2 results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.